Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2020, explanted: on (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 09-sep-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) 1.7 mg/24 6 mg/ml via an implantable pump. It was reported that the patient experienced loss of therapy gradually over previous six months. There were no known environmental/e xternal/patient factors that may have led or contributed to the issue. Action/intervention: the catheter was trimmed in spinal pocket and connected to an 8782. The spinal segment was discarded and replaced. The catheter tip was repositioned to t9. The hcp has no f urther information for medtronic. Outcome: the issue was resolved. The patient was alive and no injury.